Event description:
It was reported that the insulin pump alarmed button error twice. The blood glucose reading was 105 mg/dl. The customer stated that she had been working out when she received the first alarm, which she was able to clear. She stated that she was unable to clear the second alarm. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with no button error alarm. Intermittent button response was noted due to moisture damage on the keypad trace. The device was received with minor scratched lcd window, cracked reservoir tube lip, and missing end cap sticker. (B)(4).